Manufacturer narrative:
The customer reported that the device failed to charge while running the opcheck test. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to charge while running the opcheck test.